Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a vt ablation. A shock was induced and as the device charged, the programmer threw a fatal error that aborted the shock and external defibrillation was used. The programmer was rebooted. It was noted that shock aborted because the antenna lost telemetry. The patient was stable.